Manufacturer narrative:
UDI number: (B)(4). Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration area potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, although the root cause of the reported event could not be confirmed, patient¿s co-morbidities (chronic kidney disease (ckd) stage 3) or the pre-existing valvular disease process likely contributed to the sapien xt valve degeneration 5 years post valve implant and the subsequent valve in valve procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 5 years post plant of a 26mm sapien xt valve, the sapien xt valve was reported to be ¿failing¿. A 26mm sapien 3 valve was implanted in the sapien xt valve during a transfemoral valve in valve procedure. Both valves remain implanted in the patient. Medical record review revealed the patient presented with progressive shortness of breath (sob) and a 5lb weight gain over 4 days. The patient was treated for chf exacerbation and discharged home on diuretic medication. The patient returned to the hospital 6 days later reporting no improvement of sob or lower extremity edema. An echo revealed a stenotic valve with an ava of 0.98cm2, moderate regurgitation and a mean gradient of 37 mmhg. The decision was made to deploy a sapien 3 valve in the sapien xt valve. The sapien 3 valve was deployed, via the transfemoral approach, and post dilated with a non-edwards balloon catheter. Post valve deployment, trace paravalvular leak (pvl) and no central aortic insufficiency (ai) were observed. The procedure was completed and the patient was transferred to the ccu in stable condition. On postoperative day (pod) 2, echo showed trace aortic valve insufficiency and a mean gradient of 20.0 mmhg. No aortic stenosis was present. The patient was discharged to home in stable condition on pod2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: patient age, date of birth.